Manufacturer narrative:
(b)(4)

Event description:
It was reported that a Dexcom App Crash occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.